Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
Corrected data based on additional information received.

Event description:
It was reported that the legion hinge has broken. A revision surgery has been scheduled.